Event description:
The customer reported when the fluoro is turned on, the equipment will not turn off. Also the system locked up with flashing live on left the monitor. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service tried to duplicate the problem without success. He checked all connections inside the mainframe. He verified the 5vdc on mainframe power supply. The system operates as intended.